Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console did not switch to the battery backup system, when tested. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The device involved in the event was evaluated. A capacitor (c22) on the uninterrupted power supply (ups) circuit board was found to have an internal short circuit. This short resulted in the failure of fuse f1, which in turn disconnected power to the ups board. Without power, the ups board could not function, and thus failed to provide backup battery support.